Event description:
The customer reported that the insulin pump was exposed to water. The screen was totally blank and water under the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.